Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Additionally, it was reported that the cartridge was leaking from an unknown location. Customer's blood glucose was 85 mg/dl. Reportedly, the cartridge was changed to address the issue.